Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient had a skin irritation. The patient reported that she occasionally gets an irritation on her back under the therapy electrodes. The patient's physician offered the patient suggestions for treatment. The medical outcome of the irritation is unknown.